Event description:
Patient reported that on (B)(6) 2013 at 8 am her blood glucose level was 13.8 mmol/l (248 mg/dl); she ate, and then administered 6 units of insulin via the infusion device. Patient stated at 10:45 am her blood glucose level was hi and she administered 5 units of insulin via syringe. Patient reported that at 11:45 am her blood glucose level was 31.9 mmol/l (574 mg/dl) and she administered 3 units of insulin via the infusion device. Patient stated at 12:45 pm her blood glucose level was 24.9 mmol/l (448 mg/dl) and she administered 2.5 units of insulin via the infusion device. Patient reported that at 2 pm her blood glucose level was 18.3 mmol/l (329 mg/dl), at 3 pm her blood glucose level was 8.2 mmol/l (148 mg/dl), at 3:30 pm her blood glucose level was 4.4 mmol/l (79 mg/dl), at 4 pm her blood glucose level was 3.9 mmol/l (70 mg/dl) and at 4:30 pm her blood glucose level was 5.0 mmol/l (90 mg/dl). Patient stated she called the emergency doctor and the doctor gave her oral glucose and then she was brought by ambulance to the hospital. Patient reported receiving stationary treatment from (B)(6) 2013 - (B)(6) 2013. Patient stated she thinks the infusion device delivers incorrect insulin. Patient reported the infusion device often triggers an e4 (occlusion) error message since (B)(6) 2013. Patient stated on (B)(6) 2013 around 10 pm her blood glucose level was 7.5 mmol/l (135 mg/dl). Patient reported going to bed on 06/30/2013 around 12:30 am and at 3:30 am she woke up and her blood glucose level was 21.5 mmol/l (387 mg/dl), she administered around 4 units of insulin via syringe and at 5:30 am her blood glucose level was 13.5 mmol/l (243 mg/dl) and then she administered 1.5 units of insulin via the infusion device. Patient stated around 7:55 am the infusion device triggered an e4 (occlusion) error message. Patient reported a blood glucose level of 5.5 mmol/l (99 mg/dl) at 8 am, she ate and then administered 5 units of insulin via the infusion device and then stopped the device for ½ hour. Patient stated at 10:30 am her blood glucose level was 13.0 mmol/l (234 mg/dl). Patient reported she checked the infusion set and noticed that the soft cannula was bent but there was no occlusion or leakage, she took 1.5 units of insulin via the infusion device and then at 12 pm her blood glucose level was 13.0 mmol/l (234 mg/dl). Patient's normal blood glucose level was not provided. Patient stated she was able to get her blood glucose level under control by herself. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Manufacturer narrative:
Conclusion: the complaint cannot be verified due to mishandling of the product by the customer. Result infusion set: the four used returned head sets and the one used transfer set were visually inspected and tested for flow and tightness. All test results of the four head sets were within specifications. The transfer set was clogged in the non-visible zone with a crystallized medicament. The manufacturer tests all products during production for leak and flow. There is no indication that a nonspecific product has been delivered to any customer. Cartridge: the received used cartridge was visually, leak and glide force tested. Cartridge passed the visual test and the leakage test at different positions of the plunger rod. The glide force measured is in accordance with product specifications. Pump: the delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The alarm functions of the pump were tested on the diagnostic test system and meet the specifications. E4 were found in the history list. The e4 was not cleared according to the user guide. The e4 occurs (occlusion) if the force, measured by the force sensor, is too high. This is not a malfunction of the insulin pump. The occlusion limits were tested successfully. The daily total (daily basal rate and boluses) were between 11.2 iu and 31.7 iu. The daily basal rate was delivered. Boluses were programmed and delivered. The bolus information given by the customer is incomplete and partly incorrect. Several more programmed and delivered boluses can be found and the volume information of the customer is sometimes different to the volume information found in the history. The problem mentioned by the customer is related to mishandling of the product by the customer.